Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced drive/motor anomaly. The customer's blood glucose value was unknown. The customer stated that she did not receive any alarms and the noise is louder. The product was not returned for analysis.